Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 418 mg/dl and current blood glucose was 316 mg/dl. Customer treated high blood glucose by using an syringe. Based on customer report customer does not allege pump was under delivering. The customer found out that her set came off and due to this her blood glucose went high. Customer decided to bypass the rest of the high blood glucose troubleshooting. The device will not be returned for analysis.